Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications. At the 1 year follow up a transthoracic echocardiogram (tee) was performed. It was noticed that there was a mass on the device. The mass had the same echogenicity of the surrounding tissue, but the physician was unable to determine if the mass was endothelial tissue or thrombus. The physician decided to place the patient back on oral anticoagulants for three months and then bring them back for another tee. At three months if the mass is present the physician will perform a magnetic resonance image to determine if it is a thrombus related to the device or endothelial tissue. The patient has suffered no complications and is doing well.

Manufacturer narrative:
Model number, lot number, catalog number, expiration date, UDI #, and device manufacture date were all updated.

Manufacturer narrative:
Implant date and event date were not reported. Aware date was used.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications. At the 1 year follow up a transthoracic echocardiogram (tee) was performed. It was noticed that there was a mass on the device. The mass had the same echogenicity of the surrounding tissue, but the physician was unable to determine if the mass was endothelial tissue or thrombus. The physician decided to place the patient back on oral anticoagulants for three months and then bring them back for another tee. At three months if the mass is present, the physician will perform a magnetic resonance image to determine if it is a thrombus related to the device or endothelial tissue. The patient has suffered no complications and is doing well.